Event description:
It was reported that the screen had been having issues. There was no adverse impact to the customer¿s blood glucose level. The patient declined additional troubleshooting, and the case was documented and closed by technical support with no further action required.